Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid common iliac artery, a 6f non-abbott 11 cm sheath was placed and an attempt was made to advance a 10x39 mm omnilink elite stent system through the sheath; however, the stent system could not go through the sheath. The stent system was stuck in the sheath and both devices were removed from the patient anatomy as a single unit. A 7f sheath was placed and a new 10x39 mm omnilink elite stent was placed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported resistance was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported event was assessed as a possible operational problem/operation context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reviewed information, there is no indication the issue was caused by, or related to the design non-conformity, manufacture or labeling. (B)(4).